Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 3.4 x 3.1 cm diameter abdominal aortic aneurysm. The proximal aortic neck was 23 cm in diameter, with a length of 40 mm, and a distal diameter of 28 mm. It was reported that approximately nine months post index, the patient was found to have an occluded right limb. The physician noted that there is marked tortuosity and plaque just distal to the stent, and that they believe this is the cause of the thrombosis rather than the stent graft. A secondary procedure is planned. No additional clinical sequelae were reported and the patient is fine. Additional information received reported a secondary intervention was performed approximately one week after the discovery of the occlusion. The right limb had thrombosis extending up to the flow divider. The physician used a fogarty catheter and built up the flow divider for three more centimeters. A genesis stent was then placed to the right external iliac artery at the distal edge of the stent graft. The flow was reported to be good and the patient was fine. A review of a single returned angio image shows possible thrombus within the right limb; the limb is essentially straight without any kinks. The distal segment of the limb and external iliac arteries were not seen on the image, thereby limiting the extent of the assessment. The cause of the occlusion could not be determined.